Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: yrechxc1655 abdominal stent graft, implanted: (B)(6) 2006. Bfxc2615135 abdominal stent graft, implanted: (B)(6) 2006. Ilxc1616115 abdominal stent graft, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) which caused the patient to have symptomatic bradycardia. The lead was reprogrammed and the patient's heart rate returned to their normal asymptomatic baseline. The lead remains in use. No patient complications have been reported as a result of this event.